Manufacturer narrative:
Device manufacture date: may 17, 2016- may 18, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph revealed evidence of liquid inside the bag that contains the alleged device. Evidence of liquid indicates leakage. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was found leaking. The device was compounded with 9600 mg of benzylpenicillin in sodium chloride 0.9%. There was no patient involvement. No additional information is available.